Event description:
On (B)(6) 2021, an MRI power port was implanted in a 53-year-old male patient through the axillary vein, positioned at the upper border of t7. Furthermore, on (B)(6) 2025, an x-ray indicated a fracture in the catheter. The port was then removed, and the breakage was confirmed. It is reported that the pigtail catheter was removed by the vascular surgery team. It was further reported that the catheter was allegedly found a small amount of saline solution leakage. The current status of patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo and one image was provided for review. In the first film, the catheter has fractured. A short segment remains connected to the port. The distal segment has migrated a short distance toward the right heart. The photo shows a partial view of the catheter into two segments. The edges of the break are uneven. The device is noted to be bloody. Therefore, the investigation is confirmed for the reported fracture, suction issue, difficult to flush, fluid leak and identified material separation, migration issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (patient, device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2021, an MRI power port was implanted in a 53-year-old male patient through the axillary vein, positioned at the upper border of t7. It was observed that 4 years, 6 months, and 6 days post port placement and it was placed on (B)(6) 2025, there was reportedly no blood return from the port. Furthermore, on (B)(6) 2025, an x-ray indicated a fracture in the catheter. The port was then removed, and the breakage was confirmed. It is reported that the pigtail catheter was removed by the vascular surgery team. The current status of the patient is still unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.